Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) lead pacing impedance measurement, measuring greater than 2000 ohms one day post implant procedure. Threshold measurements were tested and within range. There was no noise or stored events by the device. Subsequently, the patient underwent further diagnostic testing, including a chest x-ray and echocardiogram. These tests revealed the patient had a cardiac perforation which was attributing to the high impedance measurement. Ultimately, the patient underwent a lead revision procedure and the post procedure impedance measurements were noted to be within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the high out of range pacing impedance measurements was not associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) lead pacing impedance measurement, measuring greater than 2000 ohms one day post implant procedure. Threshold measurements were tested and within range. There was no noise or stored events by the device. Subsequently, the patient underwent further diagnostic testing, including a chest x-ray and echocardiogram. These tests revealed the patient had a cardiac perforation which was attributing to the high impedance measurement. Ultimately, the patient underwent a lead revision procedure and the post procedure impedance measurements were noted to be within normal limits. No additional adverse patient effects were reported.